Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor displayed no image during a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was confirmed. A failure of the ltf-s190-5, which was considered as contributing to the occurrence of the event indicated by the customer was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the phenomenon was caused by a combination device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.